Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was protruding on one side. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted in the patient and in use.